Event description:
Pt's meter was prompting an apply sample message. The pt was unable to test on his meter. He used one bottle of test strips attempting to resolve the issue. He reported feeling hungry and had frequent urination but he did not know how much insulin to take. He visited his physician and his blood glucose was tested; the result was 386 mg/dl. The physician gave him insulin. The pt stated that he was using the correct technique for applying the blood to the test strip. The issue was not resolved with troubleshooting. This complaint is being reported as an adverse event because the pt was unable to test on his meter and his treatment was delayed, which led to a hyperglycemic event. A replacement meter has been sent.